Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter claimed that the animas pump will not power on. There was no patient impact associated with this complaint. During troubleshooting, the reporter indicated that there was no visible damage to the battery compartment or the battery cap of the animas pump. The battery compartment did not have any corrosion. The battery was replaced but the issue was not resolved. There was no product misuse. The patient was advised to go on the backup plan as needed. This complaint is being reported as a malfunction due to the alleged power issue.